Event description:
On several dates, my fiance has tested her blood glucose level, and it showed a low number under 80, and when she went to look back at that number, it was either gone or it had added a 1 in front of the number making it an actual different number than what it actually was. We have contacted the MFR about the problem, and they just replace the meter, and it keeps happening back and forth. Dates of use: #1 - 2007 - 2009, #2 - 2009. Diagnosis or reason for use: #1 & #2 : type 2 diabetes. Event reappeared after reintroduction: # 1 & #2 - yes.